Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty main printed circuit board. However, the specific cause of the faulty main printed circuit board was not established at this time. 1. Low power supply: although r&d observed the reported error particularly with different esg-300 devices at irregular intervals even at an operating voltage of 100 v, it must be clearly pointed out that the IFU does not permit operation of all these generators at a lower operating voltage! As a result, an insufficient voltage supply at the customer site must be considered to be the main cause in this case. Under these conditions, the device must therefore be rated as meeting its specification. If the esg-400 is operated below the permitted operating voltage, it must be expected that a whole chain of error messages (in this case mainly e622) occurs, which make it impossible to use the device. In this context, error e622 does not indicate a hardware defect, which means that replacing the motherboard or other components is not effective. For a reliable operation, it is therefore essential that the user guarantees a sufficient and stable mains voltage of at least 100 v. 2. Minimum power supply: r&d observed the reported error with different esg-300 devices (even newly manufactured devices) at irregular intervals even at an operating voltage of 100 v. Depending on the state of charge of the capacitors in the lvps, the remaining charge may not be sufficient to correctly complete the power down routine when the operating voltage is switched off. If this happens, error flag e622 will not be deleted, and the corresponding error message will be displayed during the next system startup. It must be assumed that the esg-400 may behave similarly. Since error message e622 is accompanied by a restart (to delete the error flag), a whole chain of e622 error messages may occur under unfavorable conditions, which make it impossible to use the device. However, if error e622 has been resolved after the restart, the affected device can be used without any limitations. In this context, error e622 does not necessarily indicate a hardware defect, which means that replacing the motherboard or other components may not be necessary. In this case, the cause of the error might be the software, which starts the power down routine too late when the device is operating at the minimum operating voltage. For this error pattern, the esg-400 must therefore be rated as not meeting its specification. As long as error message e622 only occurs sporadically, it is to be considered uncritical. However, if the error occurs frequently, the embedded pc should be replaced as a precaution. From a technical perspective, it seems very unlikely that it is necessary to replace the motherboard. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation found error log found errors e433 and 622, but these errors are from before the last repair. These errors were repaired during the last repair. These errors did not appear during the inspection. The front panel and lock system of the sa cable are damaged. The device does not show error e001 during the error message test. This mistake is caused by a defective generator board. The generator board is not visibly damaged. The defect was most likely caused by a wrong user handling/user mishandling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hf unit "esg-400" displayed error codes e622 and error code e433 and has internal board issues. There were no reports of patient harm.